Event description:
On (B)(6) 2012, a customer contacted beckman coulter inc., (bec) to report a reoccurrence of intermittent low fliers for sodium being generated on the au2700 clinical chemistry analyzer. The low fliers were 10 mmol/l between testing and were not concurrent with the au analyzer in the laboratory. The customer repeated the test on the same instrument and an alternate analyzer. When repeated on an alternate instrument 7mmol/l difference in results were obtained and when repeated on the same analyzer 9 mmol/l difference was obtained. Erroneous results were not reported out of the laboratory and no changes to patient treatment are attributed to or connect to this event. Controls were run before and after the event and the performances were acceptable. The unit is currently performing within qc specifications with respect to controls (accuracy) and reproducibility (precision).

Manufacturer narrative:
The customer initially experienced low flier in (B)(6) 2011, and a field service engineer (fse) resolved the issue by replacing the ion-selective electrode (ise) d-pot. The event re-occurred once in (B)(6) 2012. At those junctures several hardware parts were replaced, cleaned, and exchanged. In addition, instrument part alignments were verified. Calibrations were verified and customer qc was acceptable. A field service engineer fse was on site to address this event, and found kinked buffer/mid standard/ and reference tubing. The fse replaced all pump tubing along with mixer motor and mixer bar. The fse called serum and urine and performed multiple precision checks that meet specifications. The failure mode of the event is unknown.